Event description:
The end user was out watching horses, went to sit down and the front wheel of the walker fell off and she flipped over on her back causing her to rupture the colon in her stomach, she also suffered whiplash. She was taken immediately to the hosp where she had to undergo surgery for 7 hours. She now has to wear a colostomy bag. She also developed 3 different bacterial infections. Our (B)(4) quality rep examined the walker involved in this incident and concluded that there was no break. The walker frame is stripped where the caster/fork is assembled causing the assembly to loosen and fall out. A product bulletin for this issue was given to all distributors of guardian envoy rolling walkers on 03/05/2008 making the dealers aware that this was a possible issue and the end users needed to have proper maintenance on their walkers to ensure the proper tightness of the bolt was maintained throughout the life of the walker.